Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The device was received in good condition. The reported problem regarding error code "46228" was not verified. No error message was alarmed when powering up and infusing the customer's pump. Error code "46228' was found recorded in the pump's event log. Corrosion was found on the battery terminal and fluid ingression was found on the downstream sensor. As a preventative measure, the micro processor board will be replaced and the pump's battery compartment and downstream sensor will be replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pumps displayed error code lec 46228. Also reported that the pump had fluid ingression with corroded battery terminal. No reported adverse effects.